Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor and urinary dysfunction. The consumer reported a sudden, uncomfortable, and electrical sensation in the middle of the right hand and tip of toe during a sleep study on (B)(6) 2016. The sensation was only brief and was not ongoing. It was noted that the programmer made a beeping noise at some point during the study.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.